Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to a non-device related procedure. The patient was doing well following the procedure. The device was working properly prior to the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility.